Event description:
It was reported that this pacemaker recorded an isolated stored signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. Testing of the ra lead revealed a high out of range impedance measurement of greater than 3000 ohms. Additionally, a lead safety switch (lss) was captured in the stored episodes. The patient is not pacing dependent and no pacing inhibition was observed. At this time. The cause of the impedance change has not been determined. The system was reprogrammed to prevent further impact and he patient will continue to be monitored. This device remains in-service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded an isolated stored signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) channel. Testing of the ra lead revealed a high out of range impedance measurement of greater than 3000 ohms. Additionally, an appropriate lead safety switch (lss) was captured in the stored episodes. The patient is not pacing dependent and no pacing inhibition was observed. At this time. The cause of the impedance change has not been determined. The system was reprogrammed to prevent further impact and he patient will continue to be monitored. This device remains in-service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.